Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that at implant attempt the lead was difficult to position and had low sensing amplitudes and high thresholds. After multiple attempts at placing the lead, it was removed and replaced. No patient complications were reported as a result of this event.